Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, while resecting the colon, it was impossible to load the device on the handle. The stapler was then unable to fire but the surgeon was able to press the green button and squeeze the handle. The surgeon took another stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that reload had a full complement of staples. In addition, there was a shipping wedge attached to the reload. The reload was received with the lock ring rotated out of position. The lock ring was rotated into the correct position and the reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper staple placement and media transection. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it could not be established when this occurred. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.